Event description:
It was reported that the saline flush syringe cap was difficult to remove and its barcode was hard to scan.

Manufacturer narrative:
It was reported that the saline flush syringe cap was difficult to remove and its barcode was hard to scan. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Evaluation of the reported problem/issue was performed using returned and retained samples. Tip cap torque testing was performed on all samples and all syringes were found to be within specification. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.